Event description:
Boston scientific received information that this family member contacted boston scientific's patient services (ps) and technical services to report that this patient died. The family member commented that the device was interrogated by a local representative (name unknown) at the hospital's emergency room (ER). The local representative was planning to leave a copy of the device report in the patient's medical chart. The family member wanted a copy of the device report and was told by the hospital to contact boston scientific. Ts was informed that the patient had been involved in a car accident. The patient may have lost consciousness or suffered a stroke. The patient drove into a cement barricade and sustained severe neck injuries. Upon arrival to the ER, the patient was revived and the local representative was contacted to interrogate the device. The family member had been informed by the local representative, that no stored episodes were recorded on the date of the accident. The family wants the car accident to be factored in as a contributor to the patient's death. However, the medical examiner reported the patient's death as "heart attack". The family member is seeking evidence that there was "no activity recorded in the device prior to the patient's car accident." Ts informed the family member that boston scientific does not keep records of that type of information. Ts suggested that the family member contact the device-following physician to request a copy of the device interrogation printouts. There were no reported allegation of device malfunction or that the use of the device caused or contributed to the patient's death.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was found on the side of the road in a vehicle with no pulse. Cardiopulmonary resuscitation (CPR) was performed and the patient was rescued. Review of stored device memory revealed no recent stored events and no evidence of any recent shock delivery. The patient was admitted to the hospital and placed on a ventilator. The patient¿s presenting electrogram (egm) was ap-vs at 60 ppm. The patient had a history of wolff-parkinson-white syndrome (wpw). The cause of the patient¿s cardiac state was unknown. The rate cut off was reprogrammed to 80 ppm. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information from the local representative who had interrogated the device when the patient was admitted into the hospital's emergency room (ER). The device check was normal, there were no stored events on the day of the accident and no alerts displayed on the programmer. A printout from the programmer and boston scientific form was placed in the patient's medical chart. A field clinical representative (fcr) had been instructed by the physician to reprogram the lower rate limit (lrl) to 80 ppm to increase cerebral perfusion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific's in-house engineering was contacted to review information stored in the patient's monitoring system. According to the engineer, the initial patient monitoring system set-up occurred in (B)(6) 2013. No scheduled data upload occurred after that date. Information from the patient's obituary notice mentioned that the patient passed away peacefully due to complications of an unknown medical incident and injuries incurred in an automobile accident in (B)(6) 2013.

Manufacturer narrative:
The investigation of this event is on-going.